Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral vein using the pre-close technique via an 8fr sheath hole prior to an interventional procedure. Reportedly, after the prostyle suture was placed, the two limbs of the suture were pulled; however, the knot did not come out of the anatomy. Therefore, the suture was cut and the sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 24fr sheath and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.